Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Double capsule-breast: unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Local reaction-breast: unable to observe since it is not related to the device. Allergic reaction/hypersensitivity-delayed: unable to observe since it is not related to the device. Cyst(s)-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side implant rupture, capsular contracture, baker grade IV, double capsule, pain and hypersensitivity. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported left side implant rupture, capsular contracture, baker grade IV, double capsule, pain and hypersensitivity. The device has been explanted.